Event description:
As initially reported by non-health care professional, stated that the consumer had reported experiencing extreme pain along with cloudy vision that had lasted for hours, worsening their vision. The consumer had stated that they were very scared of going blind and had sought an emergency visit to their eye doctor, who was diagnosed with a chemical burn across the entire eye. Upon additional information were consumer had described that upon inserting a right eye contact lens, they had felt an instant searing pain. They had removed the lens immediately and had rinsed the eye multiple times, but the pain had not subsided. The eye had watered profusely, leading to the nose was running for approximately thirty minutes, with no change in pain intensity. Applying ice had provided temporary relief while it was in contact with the eye, but the burning sensation had immediately returned once the ice had been removed. Over the next few hours, the consumer had noticed that their vision had become increasingly cloudy, and their field of vision had appeared to shrink. Consumer had scheduled immediate appointment with optometrist due to growing concern about potential vision loss. The consumer¿s husband had driven to the clinic. Upon examination, the doctor observed and diagnosed that the consumer's eyeball appeared as if sandpaper had been taken to it, which was consistent with a chemical burn and was prescribed with tobramycin and dexamethasone ophthalmic suspension four times daily in the right eye to prevent infection and reduce inflammation, along with sodium hyaluronate and ectoine eye drops up to four times daily. The consumer stated that pain was improved and burning sensation had subsided, and vision had appeared to be improved better for sure. The current status of consumer¿s eye was improving at the time of this report. No additional information will be available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A non-conformance review was conducted for the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The complaint history data reviewed for the reported lot number and found no other similar complaints. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).